Manufacturer narrative:
(B) (6): it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 100% stenosed, totally occluded, de novo lesion located in the mildly calcified, moderately tortuous right superficial femoral artery (sfa) with a 5.0x40mm, 80cm wanda balloon catheter. A 0.014 guidewire was advanced to the lesion and initial pre-dilation was performed with a 4mm sterling balloon catheter. However, the guidewire slipped from the lesion upon inflation. A 0.035 guidewire was then advanced to the target lesion. This 5.0x40mm, 80cm wanda balloon catheter was then used for pre-dilation. The physician experienced some resistance advancing the balloon catheter to the lesion. The balloon was inflated to 7 atms without any problems. On the second inflation, the balloon ruptured at 7 atms after being inflated for about 30 seconds. The device was removed intact. Pre-dilation was completed with this device and a wallstent was implanted at the lesion. Post-dilation was performed with a 6mm wanda balloon catheter. There were no reported patient complications. The patient status is listed as "good". This product is only ous approved but is similar to an approved us device.